Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a few days post-implant, the patient presented to the hospital with a unspecific pain in the breast area. It was noted that the impedance and threshold increased and the sensing was completely lost. An x-ray showed the lead perforated. The lead was repositioned and all measurements were stable. A echo was performed and no blood was noted.